Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in her blood. Update rec'd (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dor and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address acetabular loosening and displacement. Upon revision, clear yellow fluid, metal staining of the capsule, fretting and corrosion on the trunnion of the femoral component which was cleaned and remained in situ, and sclerotic bone were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.